Manufacturer narrative:
The investigation determined lower than expected vitros tsh results were obtained from 3 patient samples processed on a vitros 5600 integrated system. The investigation was unable to determine an assignable cause. Based on acceptable historical qc review and within-run precision test results, the investigation found no evidence to suggest that a vitros reagent or instrument malfunction contributed to the event.

Event description:
The customer obtained lower than expected vitros tsh results on 3 patient samples tested on a vitros 5600 integrated system. Patient b vitros tsh result of 0.267 miu/l versus non-vitros 0.440 miu/l. Patient c vitros tsh result of 0.191 miu/l versus non-vitros 0.350 miu/l. Patient d vitros tsh result of 0.237 miu/l versus non-vitros 0.430 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The erroneous patient sample results were reported from the laboratory, however, a physician questioned the results and retested the samples before any action was taken. There was no allegation of patient harm as a result of this event. This report is number one of three 3500a forms filed for this event, as three devices were affected. (B)(4).